Manufacturer narrative:
Device evaluation: h10 results of investigation: vyaire medical received the device for evaluation. Service technician was able to verify customer reported complaint that states, unit displaying config reset as well as svc code 90. Unit alarmed config reset and scheduled service soon 90,91,93, 94, 95, 97 and 100 during bench testing. Ventilator alarmed config reset and service soon alarm right after powering on the vent. Further investigation reveals the 3volts coin battery located @ bt 600 of the main board was not properly seated to its location causing the device to alarm config reset and service soon alarm condition. Installed a known good main board and the reported issue was resolved. Service will replace main board to resolve the failure and process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4).

Event description:
It was reported to vyaire medical that config reset alarmed occurred on the revel ventilator. The customer reported there was no patient involved associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.